Manufacturer narrative:
The insulin pump passed prime test, excessive no delivery test and displacement test. However, unit alarmed motor error during basic occlusion test due to faulty force sensor. Device received with cracked battery tube threads. The insulin pump was received with scratched lcd window. The motor was tested outside the device and passed. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the insulin pump had a motor error alarm. Customer stated that the error occurred during bolus delivery. The blood glucose at the time of the incident was 198 mg/dl. Troubleshooting was not able to resolve the issue. The customer was advised that the insulin pump will need to be replaced. The customer was advised to disconnect from the insulin pump and revert to back-up plan. The device was returned for analysis.